Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set air was found in lines. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: two different patients (B)(6). With defective connection tubing to IV's causing significant. Amounts of air to continuously enter the line. Connection tubing replaced on both patients without harm occurring.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there is connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set air was found in lines. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: two different patients (mrn: 26102668 and mrn: 37137058) with defective connection tubing to IV's causing significant amounts of air to continuously enter the line. Connection tubing replaced on both patients without harm occurring.